Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump. On (B)(6) 2016, the hcp reported that a message of pump motor stall was present when reading the patient's pump. A pump replacement was planned but not scheduled. The pump remained implanted and out of service. The issue was not resolved at this time. There were no reported patient symptoms.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-06-08, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient/hcp heard a critical alarm. The patient had return of symptoms due to the motor stall. The medication in the pump was 2000 mcg/ml. The patient's diagnosis for use was spasticity and dystonia with a history of cerebral palsy, spastic dystonic quadriplegia and gastrostomy. The patient was waiting for "re-implantation".